Event description:
A pt underwent reoperation and explant of a prosthetic mitral valve for valve thrombosis. The pt's surgeon reported that the pt had inadequate anticoagulation for two months prior to the valve thrombosis. The carbomedics prosthetic heart valve was replaced with a porcine valve.